Manufacturer narrative:
A ge service representative performed an onsite investigation. The 12vdc power supply was evaluated and adjusted to the optimal voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the workstation portion of the system froze and locked up. No patient serious injury or death was reported related to this event.